Event description:
Placed into patient upon attempted deployment of stent. Physician had difficultly and elected to remove. Upon inspection, it was noted the stent was not in its proper position by the surgeon.